Manufacturer narrative:
The customer was sent a replacement breastpump. On 11/09/2016 in follow up with a medela clinician the customer stated she was diagnosed with mastitis and prescribed an antibiotic by her physician. The device was tested and passed all functional test, no definitive conclusion regarding the cause of the reported event can be determined. See attached product evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she was experiencing low suction with her pump in style advanced starter breastpump.